Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.